Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event and was discharged from the hospital. The patient was given voriconazole (9 mg/kg 1 dose 12 hours). At the time of this report, the patient has recovered from the event and pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.